Manufacturer narrative:
The device was not returned. This event was learned of through the attached user facility medwatch report, (B)(4), sent to the company by FDA. The medwatch report from the user facility indicated two devices and it has not been determined which device was involved in the event. Attempts to obtain additional information have been made, however, the information was not received. Further attempts are being made to obtain the information (i.e., patient information, device model and lot number, device location and patient follow-up status). An MDR supplement will be provided upon receiving the requested information.

Event description:
The physician was performing an aortogram with right lower extremity runoff with possible angioplasty and or stent placement. The physician had deployed several stents and was in the process of placing another stent when the proximal portion of the stent deployed in the distal end of the sheath. The physician was unable to deploy the stent from the sheath and as a result he had to take the patient to surgery for removal of the sheath. A right common femoral endarterectomy with patch bovine angioplasty was also performed to improve the patient's circulation.